Event description:
It was reported that the patient had one cylinder component to a spectra penile prosthesis implanted on the left side. It was noted "only left side was implanted due to urethral perforation on the right side." No additional patient complications were reported in relation to this event.